Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-09178-00 for details pertinent to this event.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that during production using the 100 ml yellow cassettes, 100% visual inspection identified two cassettes with a particle. The majority of cassettes used were from.